Event description:
Reporter said he was carrying the epinephrine auto injector in his pocket and it was leaking. Reporter also said the MFR provided incorrect phone number on the packet as a contact number for adverse events.